Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that the patient had a facial procedure 2 1/2 years ago where stryker screws were allegedly implanted. The patient is currently experiencing mental processing issues, general fatigue, and vision issues. A full metabolic work up has been completed along with an MRI that was normal. A CT scan is scheduled to evaluate the tissue around the current implants. An appointment has also been made with a neurologist.